Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h6,(type of investigation, investigation findings, component codes, investigation conclusions, h11.the following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat) wayne.the failure analysis and testing dept. Received part with a reported unit failure of a "not fill" error. The fat performed a visual inspection and found the part to be in good condition. The fat installed xxxx in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual part. Found that k4 solenoid was faulty and would not activate. This would cause an error in operation. No root cause identified. Retaining the part in the failure analysis and testing department per procedure. The most probable root cause for the autofill is a defective k4.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, d9.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) customer called in with autofill failure after attempting to use to arrow brand iabp catheter. They tried 2 different pumps. The adapter tubing from the arrow catheter was correct and all other connections were correct. They were advised to try manipulating the sheath hub and catheter while pressing the "fill" key. This did not work and the message remained. After several minutes of troubleshooting unsuccessfully they decided to change the iab catheter. A sensation 40cc was inserted, but they received the same "autofill failure" message with the first pump. The helium showed full. The tech checked the helium tank to make sure it was connected correctly and it was. The second pump was tried again with the same message. They tried a third pump and this time the pump made a successful autofill and they resumed pumping. There was no patient harm reported.